Manufacturer narrative:
D3. Manufacturing plant address, city, zip code, state, country: corrected. D9. Date returned to mfg: 10-jan-2025. H6. Investigation codes: updated. Investigation summary: the customer reported issue was dso (downstream occlusion) error. The customer reported issue was able to be replicated through event log, error was intermittent. Was unable to replicate through pvt (performance verification testing), but error was consistently present throughout entire event log. The cause of the reported issue was unknown. The reported issue was resolved by replacing dso sensor. Upon further investigation, found flex sensor damaged. Replaced flex sensor. Performed dso/uso (upstream occlusion) sensor calibration. Performed pvt, unit pass all testing criteria. Software updated. Unit reset to standard configuration. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that there was a downstream occlusion error. There was no patient involvement.